Event description:
It has been reported to philips that the geometry module is not functioning. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry module was not functioning. Upon inspection, fse determined that the kit pan knob was faulty. The fse replaced the kit pan knob. After replacement of the kit pan knob, the system was returned to use in good working order. The codes were updated based on the investigation outcome.